Event description:
It was reported that during an emergent implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, the proximal aortic extension was placed covering the renal arteries. The patient was hemodynamically stable. Reportedly, while deploying the proximal suprarenal extension, some force appeared to have built up resulting in the extension jumping approximately 10mm covering the right renal and partially covering the left renal artery. The physician was able to pull the extension down using a balloon, and patency to the renals was restored. However, repeat angiogram showed the extension had been pulled more distal than preferred, approximately 10mm below the lowest renal. The physician chose not to implant an additional extension as the aortic neck was long and the stent grafts had sealed the aaa, and concluded the procedure. No endoleak was present and the groins were closed. Some time post-procedure, it was believed the patient experienced a pulmonary embolism. Then a rupture of the posterior portion in the aorta was noted, thrombus was noted in the aneurysm sac, but no blood present. There were a significant number of patent lumbar arteries and it is believed that a type ii endoleak could not have been seen during the procedure, which fed the sac. The patient expired on 9/22/2014, the time and events surrounding the death are not known at the time of this report. Additional note: the patient initially presented symptomatic (back pain).

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to the event due to: the right iliac artery angulation being greater than 90 degrees. There were cautionary conditions for product use which might have been a contributing factor such as: the angled aortic neck of approximately 58 degrees and the impending ruptured state of the aneurysm. The following findings were substantiated: superior stent migration of the suprarenal cuff, and its repositioning with a dilatation balloon; possible pulmonary embolism (due to sudden tachycardia post oob with subsequent respiratory arrest); cardiopulmonary arrest x 2; and death. An autopsy was requested, but there was no official cause of death stated within the medical records. However, rupture cannot be ruled out due to the patient's complaint of abdominal pain prior to the respiratory arrest. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the stent graft migration is most likely due to the patients' challenging anatomy. Regarding the patient's cause of death, there was no official cause stated within the medical records.

Event description:
It was reported that during an emergent implant of a bifurcated device, an infrarenal and a suprarenal aortic extension, the proximal aortic extension was placed covering the renal arteries. The patient was hemodynamically stable. Reportedly, while deploying the proximal suprarenal extension, some force appeared to have built up resulting in the extension jumping approximately 10mm covering the right renal and partially covering the left renal artery. The physician was able to pull the extension down using a (coda) balloon, and patency to the renals was restored. However, repeat angiogram showed the extension had been pulled more distal than preferred, approximately 10mm below the lowest renal. The physician chose not to implant an additional extension as the aortic neck was long and the stent grafts had sealed the aaa, and concluded the procedure. No endoleak was present and the groins were closed. The patient was transferred to the intensive care unit. The following day the patient was transferred out to the floor and on the evening the patient experienced bradycardia and blood pressure medications were held. The patient had also complaints of right flank pain similar to the pain she had prior to the procedure. Several hours later the patient had an elevated heart rate in the 140's to 150's. The patient experienced a complete respiratory arrest, was intubated and CPR was initiated. The patient had a cardiac rhythm but no pulse. Pulse was restored and the patient was transferred to the ICU where shortly after admission her mental status again began to deteriorate as did her hemodynamics. CPR was again initiated and the patient quickly went into ventricular fibrillation. During the 20 minute code, the patient had several episodes of ventricular fibrillation and ventricular tachycardia, which were shocked per protocol. The patient was also given a significant amount of epinephrine. Pulse returned with epinephrine on several occasions but this only lasted 30 seconds to a minute before she was dropping her blood pressure and coded again. After about 20 minutes and a rhythm of asystole, the code was called and the patient expired. Note: the initial report received indicates that on pod1 the patient experienced a probable pulmonary embolism and then a rupture of the posterior portion in the aorta, with thrombus noted in the aneurysm sac, but no blood present. It was indicated that there were a significant number of patent lumbar arteries and it is believed that a type ii endoleak could not have been seen during the procedure, which fed the sac.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.